Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during the incoming inspection, the device failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench testing, stress testing, and defib/pacer analyzing without duplicating the report. The processor/brige/pace board was replaced as a precaution and the device was returned to inventory. The customer was sent a replacement device. Analysis of reports of this type has not identified an increase in trend.